Event description:
The user facility reported that a bronchoscope was used to confirm double lumen tube placement confirmation. There was no image loss but the users reportedly experienced spatial image distortion during the procedure, which led to misinterpretation of the anatomy resulting in repeated airway manipulation. The users reported a noticeable airway edema and mucosa was erythematous. The procedure was completed with the use of a different bronchoscope. There was no serious injury reported but the pt was provided a single dose of dexamethosone to retard swelling and the pt was kept in the hospital for unspecified number of days.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report, but with no result. The tracheal intubation fiberscope was returned to olympus for evaluation. The evaluation found the device to have an excessive image guide breakage. The suction cylinder was deformed, and there were multiple crushes or dents on the insertion tube. The device failed the leak test, and the upward and downward angulations was not working properly, as the angulations were only up to 90-degree angle as supposed to be up to 120-degree angle. The device was serviced and returned to the user facility. The exact cause of the pt's outcome could not be conclusively determined; however, user technique could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.